Event description:
It was reported that during an unknown procedure there was smoke found from the titanium tip. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The instrument was tested with the generator. While testing the hand activation function, the min trigger remained activated (continuous activation) after the button was released. This occurred while compressing the trigger on the side of the instrument. A preliminary investigation of the min button assembly, identified that the blue trigger shrouds were making contact with the instrument shrouds preventing the trigger to rise to its baseline position. During functional testing no smoking was seen. The device was disassembled there was some minimal tissue found on the blade around the distal overmold. All other parts were found in good condition with minor evidence of wear found on the max trigger. The flexible carrier assembly was found in good shape and not disassembled. No conclusion could be made as to why the button assembly was making contact with the instrument shrouds.